Event description:
Central line insertion being done. J wire inserted and as it was removed, a snap was heard and wire became unraveled. Appeared to be removed in one unit. No untoward effect to pt noted.